Event description:
The facility representative reported a pump that failed to give an occlusion alarm. This event occurred at an unknown time. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The device has not yet been received in baxter for evaluation. A follow-up report will be submitted should the device be received and an evaluation is completed.